Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2026. The blockage was in the tubing. The blood glucose level was 262 mg/dl at the time of the event and got treated with injection. No further information available.